Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead exhibited loss of capture (loc) and was observed to have dislodged. A revision procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.